Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. Device manufacture date: unknown. Investigation summary: as no physical sample, part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. The picture sample does not provide insight on the product number or lot number. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the scale markings on the unspecified bd¿ syringe were misaligned. The following information was provided by the initial reporter: "per reporter, volume/dose markings on supplied syringe are not accurate and appear as if they "are too far down the syringe". No patient missed receiving a dose of eylea due to this event."

Event description:
It was reported that the scale markings on the bd luer-lok¿ tip syringe were misaligned. The following information was provided by the initial reporter: "per reporter, volume/dose markings on supplied syringe are not accurate and appear as if they "are too far down the syringe". No patient missed receiving a dose of eylea due to this event.".

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that the scale markings on the bd luer-lok¿ tip syringe were misaligned. The following information was provided by the initial reporter: "per reporter, volume/dose markings on supplied syringe are not accurate and appear as if they "are too far down the syringe". No patient missed receiving a dose of eylea due to this event.". D.1. Medical device brand name: bd luer-lok¿ tip syringe. D.3. Medical device manufacturer: becton dickinson medical systems (canaan). D.4. Medical device catalog #: 309628. D.4. Medical device lot #: 9051805. D.4. Medical device expiration date: 2/29/2024. D.4. Unique identifier (UDI) #: (B)(4). G.4. PMA / 510(k)#: k941562. H.4. Device manufacture date: 3/12/2019. H.6. Investigation: one photo was received and evaluated. The photo showed a close-up view of a 1ml luer-lock syringe (p/n 309628) with customer attached needle. The syringe was also filled with an unknown medication. The scale appeared to be severely misplaced which is a non-conforming condition per product specification. Potential root cause for the improperly printed scale defect is associated with the marking process. It is possible that a bent flange led to a misalignment of the barrel in the marker resulting in the misprinted scale observed. A bent flange detector at the marker was installed end of jun 2020, after this batch was manufactured. No further actions are required. No additional actions are necessary based on the defective rate identified. Batch #9051805 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.